Manufacturer narrative:
The soft cannula was observed to be flattened. During the investigation, the damage did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined. The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined.

Manufacturer narrative:
Lot number pd1c08062011. Ex added (B)(6) 2022. Manufacture added 8/6/2020. (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. The pod came loose and the cannula dislodged from the infusion site (leg). As treatment, a new pod was applied.